Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the unit was showing flow when the perfusionist had the line clamped off. As a result, an alternate flow sensor was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.